Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. The system was switched out to proceed with the procedure.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming multifunctional in-output (mfio) printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The nonconforming multifunctional in-output (mfio) printed circuit board (pcb) was received and a visual assessment of the returned sample found no nonconformities. When checking the lmz components for short circuits, a nonconforming component (u11) was discovered. The system was manufactured on january 16, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to that the nonconforming components in the mfio pcb, which are unable to survive a convection reflow process designed for the solder paste. An internal investigation has been opened to address this issue. The manufacturer internal reference number is:(B)(4).